Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the alignment handle sheared off during knee arthroplasty when it was being returned to the scrub table. The tibial template attached to the handle fell off, revealing that the broken tip remained in the template. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the alignment handle sheared off during knee arthroplasty when it was being returned to the scrub table. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed the alignment tip fractured and shows wear and tear from use. A definitive root cause could still not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Product was returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event was unable to be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.